Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event, the programmer was analyzed and no anomalies were found.

Event description:
It was reported that the programmer would not boot. The programmer was returned for service. No patient complications have been reported as a result of this event.